Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had issues on the features of the insulin pump in which if there was an alarm that would occurred insulin pump kept repeating it like every after few mins or hour. Customer stated that they wanted that if the alarm occurred once and then that was it the insulin pump should not keep beeping or alarming. No harm requiring medical intervention was reported. The device will not be returned for analysis.